Manufacturer narrative:
(B)(4). Lot number - the lot number of this device has not been confirmed, it could be 63418078 or 63418079. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This product problem occured in (B)(6).

Event description:
It was reported that during a knee arthroplasty, there were no plugs for 4 holes of the tibial tray. No known adverse event was reported. Attempts have been made and additional information the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Report source: (B)(6). Complaint sample was evaluated, and the reported event was confirmed. Part was returned and the visual and dimensional examination of the returned parts determined that bone cement had been applied to the back side of the tibial component and there was no plug in the holes. Also, the part was found to be conforming where measured and all four holes accepted a gage pin reference. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation of the issue identified both operator and the packaging process as potential root causes for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.